Event description:
Hospital personnel responded to a person in cardiac arrest. The device was used to deliver countershocks to the patient but, according to the reporter, the device did not deliver energy during 3 attempts. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death because the patient was not viable.